Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to Hazard with description Fire, flame, smoke. Complaints for this failure were reviewed to assess for the observed probability levels and compare with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures.The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A Trilogy 100 ventilator was returned to a third-party service center for routine preventive maintenance. There was no allegation of patient harm, and the device was not reported to be in patient use.During evaluation at the third-party service center, a visual inspection of the printed circuit assembly (PCA) identified a damaged connector and component L10 exhibiting signs of thermal stress. The System Board with Daughter Board required replacement due to a burned PCA.During functional evaluation, the run-in test could not be initiated because the device exhibited no communication with the service fixture (SFA). Testing confirmed that the unit was not communicating. A "Golden" Interface PCA was installed, and communication was successfully established, confirming that the original Interface PCA had failed and required replacement. The device's Interface PCA was replaced to restore functionality.In addition, the power cord clamp and rubber feet were found to be missing and were replaced. The rear enclosure assembly and handle were replaced due to physical damage. The System Board interface also required replacement due to damage.Following service, the device was inspected and tested and met all applicable acceptance criteria in accordance with customer requirements.